Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display and insulin pump was not working. Customer¿s blood glucose was 149mg/dl at time of incident. Customer performed troubleshoot but display did not returned even after restart. Insulin pump will not be return for analysis.